Manufacturer narrative:
A general reagent issue was excluded. The field service engineer found a leaky detergent cell rinse tube, exchanged it, and confirmed the module was running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample with a cobas 6000 c 501 module. The initial result was 172 mmol/l. The repeated result was 144 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.